Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and other manufacturer right atrial (ra) lead had observations of intermittent jumps in high impedances greater than 2000 ohms that were being oversensed by the minute ventilation (mv) sensor. This resulted in the patient having pacing inhibition with no asystole. The plan is to turn off the respiratory rate trend (rrt) sensor at the patients next follow-up. At this time, this crt-d and other manufactures ra lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition.

Event description:
This supplemental report is being filed due to a conclusion code update.